Event description:
It was reported that a pt underwent a hernia repair procedure on (B)(6)2010. A reservoir was connected on (B)(6)2010 and it worked normally. On (B)(6)2010, the locking plate could not be unlocked and re-activated after the pt's fluid was disposed off. Another like device was connected and worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.